Event description:
It was reported that during a low anterior resection procedure, after the third firing the device with a blue cartridge, staples did not form on the bowel and there was some bleeding. Another device was used to complete the procedure. There was no adverse consequence to the patient. There was a fifteen minute delay to the procedure as a result of this incident.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The (B)(4) device was received instead of an (B)(4). The device was received with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired (B)(6). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.